Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak in between the connection between a clearlink system continu-flo solution set and a one-link standard bore catheter extension set. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.